Manufacturer narrative:
Correction: d5 - healthcare professional should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of "video connector label peeling". Device inspection , service repair found the video connector label is peeling and white scratches on the image were observed. In addition, the adhesive part of the objective lens found peeled off, noted to be due to external factors. Furthermore, the following findings during device evaluation were noted : there are curved rubber scratches caused by external factors. Missing curved rubber joint noted. The operating part angle fixing part found loose. Scratches found on the video connector case due to external factors. The video connector case cracked due to external factors. Scratches found on the operation part due to external factors. Scratches found on the grip due to external factors. Scratches found on the up/down (ud) plate due to external factors. Scratches found on sw1 due to external factors. Scratches found on the video connector due to external factors. The video connector cracked due to external factors. Scratches found on the lg connector due to external factors. Scratches on the lg cover glass surface due to external factors observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the video connector label is peeling. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the adhesive part of the objective lens is peeled off. This report is being submitted for the peeled adhesive part of the object lens observed on device evaluation.